Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was hospitalized from non device related incident. While in the hospital the patient had developed a sore at the anchor incision site where device was partially coming out of her back. The patient underwent an explant procedure and was doing well postoperatively.

Event description:
It was reported that the patient was hospitalized from non device related incident. While in the hospital the patient had developed a sore at the anchor incision site where device was partially coming out of her back. The patient underwent an explant procedure and was doing well postoperatively. Additional information was received that the explanted leads were discarded by the medical facility.